Manufacturer narrative:
Findings: the insulin pump received a blank display due to battery tube connector not being plugged in properly in b1 l/b. The insulin pump was received with minor scratches on the display window, cracked case at display window corners and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had a broken case. His or her blood glucose was not known at the time of reporting.